Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), non-penumbra stent retriever, and balloon guide catheter and, non-penumbra sheath. During the procedure, the physician made a pass using the velocity with the balloon guide catheter and the stent retriever. While making a second pass, the physician retracted the velocity and noticed the distal end was not responding to movements. Therefore, the velocity was removed, and the physician noticed approximately one third from the distal tip of the velocity to be broken. The procedure was completed using a new velocity with the same stent retriever, balloon guide catheter and sheath. There was no report of an adverse effect to the patient.